Event description:
It was reported that the device was no longer working. It never really worked as expected as far as managing symptoms. The doctor finally agreed that elective removal would be an option. Caller and patient have not moved to (B)(6). They were having a hard time finding someone to remove. Physician listing information was requested; elective removal of device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va01khv, implanted: (B)(6) 2012, product type: lead. (B)(4).